Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) underwent a surgical procedure due to migration of the pressure regulating balloon (prb). The existing balloon was explanted and replaced with a new component. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100525914, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404132, serial number: n/a, batch/lot number: 1100761015, model/catalog description: belt cuff fgs 5.0 cm iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Migration is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent migration issues. Based on the information available the cause that contributed to the reported event cannot be established.